Event description:
The manufacturer received information alleging a bipap avaps had visible foam degradation. There was no harm or injury reported. The device was returned to a third-party service center for evaluation and the customer's complaint was confirmed. The device's foam needs to be replaced to address the issue.

Manufacturer narrative:
The previous report was filed with incorrect coding for the foam remediation issue. The evaluation results, component and conclusion coding has been corrected.